Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with a single episode of non-sustained rv oversensing via merlin.net transmission. The v sense amp channel shows fairly sustained, small amplitude noise, that may be consistent with myopotential oversensing. There is also some fine noise seen on the discrimination channel, but no noise seen on the atrial channel. The physician may consider to turn off lfa. Dft and further actions will be discussed with the physician. No further information is available.